Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. There was no pt involvement and no allegation of adverse consequences associated with this event.